Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, acute thrombosis occurred. The 80% stenosed lesion was located in a severely calcified and severely tortuous left anterior descending artery. The patient had experienced a myocardial infarction three days prior to the intervention. The patient was prescribed atenolol, aspirin, clopidogrel, enalapril and low weight heparin prior to the procedure. The physician pre-dilated the de novo lesion and reduced the stenosis to 50%. A 3.00x32mm taxus liberte' drug eluting stent was deployed in the lesion. The stent was not post-dilated. No patient injuries or complications occurred. Patient status was satisfactory. The patient was prescribed atenolol, enalapril, aspirin and clopidogrel post procedure and was reported to be compliant. Twenty four hours later, the patient presented with chest pain and a q wave myocardial infarction. The patient was diagnosed with acute in-stent thrombosis. The patient experienced abrupt vessel closure. The thrombosis was treated by percutaneous transluminal coronary angioplasty. No further patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause classification is considered anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.